Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. On (B)(6) 2017 a catheter revision was being performed. They were revising at the catheter connection. Product compatibility guidelines were reviewed as the only distal revision kit they had was expired. Additional information was received on (B)(6) 2017 from a company representative and it was reported that during the removal of the patient's stimulation device the catheter was not revised as they did not have the proper catheter revision kit. They did not use the expired revision kit. Per this reporter, the patient¿s condition was currently unknown. No further patient complications have been reported as a result of this event.